Event description:
The customer reported that the insulation on the tip of the jaw melted. Another device was used to complete the procedure without incident. There was no tissue damage, no blood loss and no patient injury. The site has indicated that they have no further information on the incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.